Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in september of 2023 from lot number 06b2358746. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted resulting in incorrect function due to one of the jaws of the device being bent/misaligned with the other jaw resulting in the jaws not being parallel with each other. The jaws on the device must be parallel with each other for the device to function properly for proper clip closure. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws were misaligned during a surgery. Also, the user felt that the clip did not easily leave the applier at ligation. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jaws were misaligned during a surgery. Also, the user felt that the clip did not easily leave the applier at ligation. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".